Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 18.6 hardware: iphone15.5 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that the needle never deployed the cannula into the skin. The pink slide did not move forward and the cannula was not visible when the pod was removed. No impact to the patient's glucose level was reported. The pod was worn less than an hour. As treatment, a new pod was placed.

Manufacturer narrative:
The pod was received not deployed with an 0x41, rotational sensor maximum summed error table hazard alarm observed in the pod data in conjunction with rotational sensor abnormalities. These rotational sensor abnormalities resulted in first prime ending early which led to the firing flat not being lined up with the release bar at the end of second prime and the pod alarming. The rotational sensor abnormalities were not replicated during the rerun, and the needle mechanism successfully deployed. Investigation of the commutator cap found contamination in multiple areas. Because the rotational sensor abnormalities did not replicate during the rerun, it could not be conclusively determined if the contamination observed on the commutator cap caused of the abnormalities. The observed rotational sensor malfunction can be confirmed as the cause of the observed 0x41 hazard alarm and the reported needle mechanism failure.